Manufacturer narrative:
The technician found the brake casters were the issue. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located on the 2nd floor hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).